Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a delay when interacting with the pump touch screen. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolved.